Event description:
An endeavor rx stent was implanted in the distal cx during the index procedure. Approximately 20 months post the index procedure bleeding in the colon was observed on endoscopy. The investigator has indicated there was no causal relationship with the product.

Manufacturer narrative:
The patient did not have a history of hyperlipidemia at the time of the index procedure. Index procedure was prompted by acs- unstable angina. The patient was not on dapt at the time of the bleed which occurred approx. 20 months post index procedure. Patient recovered.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (blood loss). (B)(4).